Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the skyplate no longer working. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and confirmed that the detector had been dropped and could no longer be used. The customer had attempted a gain calibration, but it failed. The fse installed a new skyplate in the room, completed all necessary calibrations to integrate it with the system, and fitted the skyplate cover protection. The system was successfully restored and handed back to the customer. It has now been returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate no longer working the device was in clinical use and there was no patient or user harm.